Event description:
A (B)(6) patient was undergoing crrt treatment when the filter clotted while troubleshooting alarms. The clinician interrupted the treatment to replace the filter and did not return the content of the extracorporeal circuit to the patient, resulting in an estimated blood loss of 165 ml. The patient was not symptomatic and did not require medical intervention as a result of the blood loss.